Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("allergy: rash"), skin disorder ("skin condition"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the rash, skin disorder, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, hormone level abnormal, migraine and headache outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: event injury was replaced with event apareunia. New events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), allergy: rash/skin condition, bladder/urinary problems: vag. Discharge, fatigue, hormonal changes, migraines, headaches were added. Outcome of event apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse) was updated as recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.